Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient visited hospital for abdominal pain and was diagnosed with peritonitis. The patient was admitted to the hospital. The peritonitis was manifested by abdominal pain and turbid dialysate. On an unreported date, the patient received antibiotic therapy. At the time of this report, the patient was still hospitalized and was not recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). It was reported during follow up that antibiotic therapy was ongoing, pd therapies were not stopped and the patient was recovering (previously reported as not recovered) from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.